Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model#: fg54000, serial#: (B)(4)). Smartablate generator (model#: m490007, serial#: (B)(4)). Smartablate pump (model#: m490008, serial#: (B)(4)). Coronary sinus catheter (model#: bd710df282ct, lot#: unknown). St. Jude medical sr0 sheath (model#: unknown, lot#: unknown). (B)(4).

Event description:
It was reported that a female patient underwent a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with an ez steer¿ nav ds bi-directional electrophysiology catheter and suffered a cardiac tamponade requiring surgical intervention. During cti ablation, the patient became hypotensive and exhibited a vasovagal-like reaction. Remainder of procedure was aborted. On post-procedure day 1, the patient became hemodynamically unstable, reporting nausea and a sore throat, however was competent. A pericardial effusion was detected via echocardiogram and a pericardial window was performed. Patient was reported to be in stable condition on anti-arrhythmic agents. It is believed the patient required extended hospitalization due to the event, however it is not confirmed. Location of the injury and cause is unknown. There were no patient factors cited that may have contributed to the adverse event. Initially, the physician suspected the hypotension was secondary to a vagal response and later discovered the effusion. Location and cause of the pericardial effusion has not been established. No transseptal puncture was performed. Sheath used was a st. Jude medical sr0. Generator was set on temperature control mode at 60°c and 70 watts. Temperature cut-off was 95°c. Minimum impedance cut-off was 50 ohms and maximum impedance cut-off was 250 ohms. Impedance spike cut-off feature was not used. Maximum impedance was approximately 125 ohms. Maximum temperature was 69.5°c. Maximum power was 73 watts. Power was not titrated, as temperature control mode was in use. Overall ablation time was 10 minutes and 2 seconds. Last ablation cycle time was 1 minute and 35 seconds. Patient did not receive anticoagulants during the procedure, as this was an atrial flutter ablation.